Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent spinal fixation surgery due to fracture. Intra-op, the surgeon found that the screw slipped. So the screw was replaced with same new model screw to finish the procedure. Product came in contact with the patient. No patient complications were reported.